Event description:
As reported to itc through idtf (independent diagnostic testing facility), customer reports protime inr of 3.1 and 3.5 vs. Lab inr 4.5, vs. Coaguchek inr 4.4 for a patient on coumadin. Patient therapeutic range is 2.0 - 2.5 inr. No report of coumadin dose adjustment. No report of adverse event, serious injury or intervention.

Manufacturer narrative:
(B)(4). Evaluation / investigation in process.